Event description:
During a lap colectomy procedure the staples did not form correctly. It was unknown if it was the initial firing of the device or one of the two reloads that were used during the procedure. Another device was used to complete the case. There ws no patient consequence.